Event description:
Post-operative condition. Sports therapist for patient called in to report the patient is having pain, swelling, tightness and the knee giving out. Therapist contacted patient's doctor and doctor's office informed her to contact us. Surgery done at (B) (6) hospital, (B) (6).

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)